Manufacturer narrative:
Retain sample testing performed. The retention test met qc specification. Correct positive results were observed when tested with 25 miu/ml, 100 miu/ml, 500 miu/ml hcg urine control and clinical pregnant urine sample. False negative result was not confirmed.

Event description:
One pt obtain positive result using home pregnancy test. Using icon 25 urine, negative result was obtained (not first morning urine). Serum qual (test used unk) was positive. No quant done. Pt takes xanax and lexipro. Last menstrual period 2007.